Event description:
Patient reported lap-band port was removed when the patient was presented with "bruising, pain, burst, and infection." It is not known if the port was replaced.

Manufacturer narrative:
Taper ii. The access port connector associated with this report has not been returned and was discarded after surgery by the reporter. Based on the model number and implant date provided by the reporter the connector type is assumed to be a taper ii. The reporter discarded the device when it was explanted and it is no longer available for return. Therefore allergan will not receive it and no analysis or testing will be done. No additional information has been reported to allergan regarding the serial number.